Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash is really bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs") and muscle spasms ("cramps in leg and hip"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the rash, paraesthesia, hypoaesthesia and muscle spasms outcome was unknown. The reporter considered hypoaesthesia, muscle spasms, paraesthesia and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:paraesthesia, hypoaesthesia and muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: case became incident. Removal information updated. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.